Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-mar-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver compounded baclofen 2000mcg/ml. Dose information was unknown. It was reported that the patient reported an increase in pain. On (B)(6) 2024, the doctor attempted a dye study and was unsuccessful; they were not able to be aspirate. There were no changes to drug delivery and the patient was scheduled for a new catheter placement. A catheter revision/replacement was planned. As of (B)(6) 2024, it was not scheduled yet, but was currently being verified with the office and insurance provider. The cause of the unsuccessful dye study was not determined. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. At the time of this report, the issue was not resolved and the patient status was "alive-no injury". The patient's weight was 100 pounds. The patient's medical history was asked but was unknown.